Event description:
It was reported that during the implant procedure, a right ventricular lead was attempted but could not be implanted as the helix would not deploy. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix does not extend from the sleevehead.